Event description:
Device malfunction: device # 1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced. The device was successfully removed. A second and third device were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
Device #2 and device #3 perclose proglide part #s 12673-03, lot#s 68015-6h, will be reported under a separate medwatch MFR numbers. The device was rec'd. Investigation is not complete.